Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system on (B)(6) 2003 including a percutaneous lead. It was reported that he lost stimulation. Therapy was recaptured for the patient by adjusting the amplitude for his set program; however, the resulting coverage was inadequate. A diagnostic test did not reveal any impedance issues nor did an x-ray show abnormalities with respect to lead position. The patient underwent a trial lead placement on (B)(6) 2011, and it was reported that adequate therapy coverage was obtained as a result. Surgical intervention will be undertaken at a later date to add a new lead to the patient's current scs system.